Manufacturer narrative:
The smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation and was tested by verathon technical services. The damage to the hdmi connector was confirmed as was the intermittent flickering image when the smart cable was connected to a test blade. As there are no repairs for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the smart cable was noted to have a damaged pin on the hdmi connector which caused an intermittent flickering image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.